Event description:
In the past months, the pt had experienced a return of pt symptoms/unrelieved pain. The actual residual pump volume (33 ml) was greater than the expected residual volume (2.9 ml). The device system was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).